Event description:
Boston scientific received information that the patient with this right atrial (ra) lead was experiencing frequent premature ventricular contraction which was reported to have dropped the patient's blood pressure. The patient experienced dizzy spells and fell. The patient was seen in the emergency room where it was noted that this ra lead had dislodged. Of note, this lead was a recent implant and a previous pre-discharge device check noted normal lead function. The patient is not pacemaker dependent. Due to other medical complications, the system will continue to be monitored. No intervention was planned at the time. The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
On 5/19/2015 - we were notified that this device was explanted and an analysis was received. The explant date was added to this file. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation. Based on the symptoms, it is reasonable to assume that these damages resulted from the explantation procedure. Blood penetrated the lead in the cut area. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical event. In summary, cuttings in the insulation were observed, which resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.